Event description:
Reporter indicated via a manufacturer's implant card that a patient had vns generator and lead replacement surgery performed on (B)(6) 2012, due to "system failure" and high lead impedance. The patient's date of birth is approximate, as only the year of birth was provided. Attempts for further information are in progress.

Manufacturer narrative:
Report source, corrected data: the initial MDR report inadvertently omitted the 'foreign' designation.

Event description:
Additional information was received via an article, indicating that the patient experienced an increased in seizures. The article is titled ¿vns lead removal or replacement surgical technique, institutional experience and literature overview¿ published on 09/03/2015.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts for further information have been unsuccessful to date.